Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report she had been experiencing high blood glucose for the past few weeks. Blood glucose reading was over 400 mg/dl. Troubleshooting was performed. The infusion set cannula was found to be bent. Customer mentioned past no delivery alarms. The alarms were resolved by a infusion set change. Advised that a tubing clamp will be sent so that a high pressure test can be performed. Nothing further reported.